Event description:
It was reported "the patient had poor occlusion" of a gastrointestinal feeding tube. On the 11th, the doctor administered oral medication through the gastrointestinal feeding tube, but the medication came out through a the nasogastric tube. It was suspected that the gastrointestinal feeding tube had ruptured, but x-rays showed that the tube was not broken (it may have ruptured but not completely). On the 12th, the medication still came out through the gastric tube, so the doctor decided to remove the gastrointestinal feeding tube. During removal (using an endoscope), it was discovered that the gastrointestinal feeding tube was broken. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 06-jul-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.